Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the gastrovideoscope had a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6: (problem code). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. Based on the results of the investigation, no root cause or cause of occurrence could be identified. Olympus will continue to monitor field performance for this device.